Event description:
Boston scientific received info that this pt's s-ICD device and electrode were implanted on (B)(6) 2014. The pt was discharged a few days following the procedure. There were no system or procedure related adverse events. The pt was readmitted into the hosp on (B)(6) 2014 due to severe pain at the device site. Fever and leukocytosis. A chest x-ray was obtained and medication was given. The pt was discharged from the hosp on (B)(6) 2014.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.